Manufacturer narrative:
This report is submitted on june 13, 2017.

Event description:
Per the clinic, the patient experienced a breakdown of the skinflap over the magnet site. The patient received treatment for the wound; however, the type of treatment was not reported.

Manufacturer narrative:
Per the clinic, there was an infection at the site of the skin breakdown and the patient was administered oral and topical antibiotics (date and duration not reported). Correction : the patient identifier (B)(6) is incorrect as previously reported. No patient identifier is available at the time of this report. This report is submitted on june 20, 2017.